Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and found that host computer was unable to start. Upon troubleshooting fse found that there were no touch screens to the host and the problem started with large screen. To resolve this issue, fse replaced the host pc and hard disk and reloaded the software. The defective host pc was returned to philips for analysis and confirmed the failure in the main pcba. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot, preventing the system from booting. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.